Event description:
During a procedure as the doctor slid the introducer sheath over the guide wire, the sheath's body shaft separated from its hub leaving the sheath inside the pt. The physician performed a cut down in order to retrieve the sheath but was unsuccessful. The pt was transferred to the operating room for surgical removal. As the doctor attempted to remove the sheath, the body shaft material kept breaking. The sheath was successfully removed during surgery. There was no short-term or permanent impairment to the pt as a result of the event.